Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated he started to feel more pain today. Patient stated he checked his settings and it said stimulation is off and it was on a different group. Patient service specialist asked patient to press the on / off button on the top of the controller. Patient verified he is able to turn stimulation on. Pt verified he is on group b which is where he should be. The troubleshooting steps that were taken on the call resolved the issue. Pt stated that he may have put the controller in his pocket when he was still connected to the ins.